Manufacturer narrative:
Additional, changed, and/or corrected data: b3 d6a/b g2. Clarification to partial date of occurrence b3: 2022 was provided.

Event description:
Patient representative reported right side cyst, rupture, capsular contracture baker grade ii, anxiety, and depression. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side cyst, rupture, capsular contracture baker grade ii, anxiety, and depression. Device has been explanted.